Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil could not be retracted back into the microcatheter. Vascular access was obtained via femoral artery. The target lesion was located in a mildly tortuous bronchial artery. A 2mm x 6cm interlock was selected for embolization. During the procedure, the coil was inserted into the microcatheter. However, it came out from the distal tip of the microcatheter. They tried to retract the coil into the microcatheter to adjust the position but the coil could not be pulled. Since the coil could be pushed, the coil and the microcatheter were removed from the patient. The coil was removed from the microcatheter outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.